Event description:
A peritoneal dialysis (pd) patient reported a blank cycler screen during an unknown phase of treatment. The patient pressed ok, stop, and touched the screen but screen remained blank. This is an out of box failure. The support representative advised the patient that a replacement cycler would be issued, and to discontinue using the current unit. There was no harm or adverse event reported. Additional information but requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Touch screen test passed with functional inverter board. Valve actuation test passed. System air leak test passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.